Event description:
The patient reported that a skin irritation causing heavy bleeding, redness and swelling at the pod site had occurred while wearing the pod on their abdomen for longer than 48 hours. The pod completed its full 72-hour wear time and when the patient removed the pod, they noticed the skin irritation. The patient was prescribed an unknown antibiotic. The patient was successfully able to resume treatment. No blood glucose levels were mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone13.1. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.